Manufacturer narrative:
Complaint photo was received and reviewed. Based on review of the photo, it appears the assembly teammate wrapped the pack too tight. Assembly team was retrained on as-04, wrapping techniques. When the pack is wrapped too tight it can cause components to poke through the wrap. A quality alert was issued and reviewed additionally with teammates for this complaint. The device history record was pulled and reviewed. No issues were found. The root cause is due to assembly teammate not paying close attention to detail. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
A hole in table cover was detected prior to use on patient; however, the surgical case had to be cancelled. Additional follow up questions have been requested; no responses have been received to-date.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.